Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated

Event description:
It is reported that the tibial articular surface provisional broke during cleaning.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes in date received by MFR, PMA#, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, list correction/removal number, and additional MFR narrative. Visual examination concludes that the returned product had fractured off into 3 pieces. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.